Event description:
The customer reported that the insulin pump kept beeping, and the customer was confused, frustrated, and she would call the paramedics. The customer called back and stated that the insulin pump is in suspend mode and when she pressed the activate button, nothing happened. The caller stated that she could not clear the beeping and had to put a pillow over it. The blood glucose reading was 222mg/dl. Troubleshooting was performed, and the alarm history showed multiple sensor value, low battery alarms, and threshold readings. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a constant tone and frozen display due to a faulty component in the motherboard. Unable to verify no button response and low battery alarm due to the constant tone and frozen display.